Manufacturer narrative:
Based on the additional information obtain regarding the device, kci's assessment remains the same; it cannot be determined that the alleged bleeding event is related to the v.a.c.ulta¿ negative pressure wound therapy system.

Event description:
On 07-dec-2018, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2019, the device was placed with the patient. An evaluation of the v.a.c.ulta¿ therapy unit serial number (B)(4) was performed. The device was quality control (qc) checked and met specifications on 07 december 2018 before placement with the patient. Kci field service performed routine qc checks on this unit on 22 january 2019 post patient placement and again on 08 february 2019 after subsequent patient placement. The v.a.c.ulta¿ therapy unit was returned to kci quality engineering on 13 february 2019. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit in all cases. The unit produced alarms as expected during standard quality control alarm testing under normal operating conditions.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged bleeding event is related to the v.a.c.ulta¿ negative pressure wound therapy system. V.a.c.ulta¿ therapy was placed on (B)(6) 2019 and removed (B)(6) 2019. The patient was on anticoagulant treatment, and thus, was prone to bleeding. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On (B)(6) 2019, the following information was reported to kci by the nurse: allegedly there was a medical injury and the device did not alarm with a broken seal. On (B)(6) 2019, kci received user facility report number (B)(4) that reported the following: v.a.c.ulta ¿ negative pressure wound therapy system was applied. At approximately 1730, the patient was allegedly in covered in blood. The v.a.c.ulta ¿ therapy system was on but it was allegedly not alarming. The patient was on a clinitron® air fluidized therapy bed and large amounts of blood had pooled around the patient with large blood clots. The v.a.c.ulta ¿ therapy system was removed and a clean dressing was applied. The patient was transferred to a higher level of care. On (B)(6) 2019, the following information was reported to kci by the nurse: on (B)(6) 2019, the bleeding event occurred. On (B)(6) 2019, the patient underwent cauterization. The patient received blood transfusions on an unknown date. Lot numbers for the v.a.c.® granufoam¿ dressing was not available. On (B)(6) 2019, the following information was reported to kci by the nurse: surgicel® nu-knit® absorbable hemostat, non-kci product, was applied to the patient's wound to control the bleeding initially. The patient received a blood transfusion on (B)(6) 2019. On (B)(6) 2019, a bedside cauterization was performed as bleeding had not ceased completely, and the patient received a second blood transfusion. The nurse was uncertain if v.a.c.ulta ¿ therapy caused or contributed to the event. On (B)(6) 2019, the following information was reported to kci by the nurse via medical records: the v.a.c.ulta ¿ therapy system was applied on (B)(6) 2019 at 1730. The patient was noted as stable and was discharged on (B)(6) 2019. A device evaluation of serial number (B)(4) is currently pending completion.